Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery could not be charged. In addition, it was reported that the insulin gauge was inaccurate. Customer experienced an elevated blood glucose (bg) level of over 500 mg/dl. Customer administered a correction bolus via the pump to address bg. Multiple attempts were made by tandem¿s technical support to obtain additional information and complete troubleshooting; however, a response was not received.